Event description:
Call came through technical services, dealer hung up. The on off switch is broken on the joystick , unit will not return back to neutral. Physical damage. No other information available.